Event description:
Philips received a complaint by the customer on the v60 indicating that the device rebooted on its own. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer stated that the device rebooted twice on its own. The remote service engineer (rse) reviewed the error code in the device log and the customer reported that there was no associated 3007 error code logged with the reboot. The rse advised the customer to reload the operational software, and if the issue persisted after the reload then the central processing unit (cpu) should be replaced.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain patient information from the time of the event, confirmation of the part replacement, and resolution. No response or further information was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.